Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing fluctuations in the pump battery. The pump history shows that the battery was at 20%; however, when the pump was plugged into a power source it immediately showed the battery was at 70%. Blood glucose level ranged from 262 to 314 mg/dl. The customer reverted to using insulin injections for insulin delivery.